Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, atrial lead noises were observed. These noises were again observed during the follow-up on (B)(6) 2015. It is reported that the patient was not exposed to any special condition or medical exam at the beginning of (B)(6). Preliminary analysis showed that the device operated within specification.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, atrial lead noises were observed. These noises were again observed during the follow-up on (B)(6) 2015. It is reported that the patient was not exposed to any special condition or medical exam at the beginning of (B)(6). Preliminary analysis showed that the device operated within specification.